Event description:
In 1997 the pt had an endoscopic cholecystectomy that was converted to an open procedure - for unknown reasons. During open procedure (laparotomy) oozing was noted and surgicel was used to stop the oozing. Postoperatively the pt started bleeding from the incision at the umbilicus and a second procedure was done to determine the cause of the bleeding. At this time it was noted that there was a large amount of surgicel still in the pt and there was a capsular tear in the liver bed at the site of the surgicel. Pt had a postoperative diagnosis of cirrhosis of the liver - it had been suspected preoperatively but not diagnosed until postoperative. Plaintiff claims that the surgicel should not have been left in place and may have contributed to the capsular tear.